Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost its programming. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the pump found the keypad and labels intact. A review of the pump event history log (ehl) was not possible as the download software history was not setup. Functional testing was performed and the reported problem was unable to be confirmed. No issue was found with lost programming, but it was recommended to replace the aaa battery when the pump gave a low battery notification. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).